Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing.

Event description:
It was reported that during treatment of an aneurysm, an embolization coil implant encountered resistance during advancement into the aneurysm. In the process of retraction and adjustment, the coil was stretched and separated. The patient is reported to be "fine." There was no reported intervention or patient injury.

Manufacturer narrative:
The investigation of the returned coil system found the proximal connector kinked. The implant was not returned for evaluation; therefore, the condition of the implant could not be assessed. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.